Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was stuck in the left ventricular (lv) lead . Pliers were used to grab and remove the stylet. The lv lead was successfully implanted. The patient was in stable condition.